Manufacturer narrative:
At this time, the product has not been returned and device data has not been received for review. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) died of cardiac arrest. The device was sent for interrogation from a coroner's office; the device showed ventricular fibrillation (vf) with many shocks delivered, none of which converted the arrhythmia. The shock impedance measurements were within an acceptable range, but were higher than expected at between 120 ohms and 140 ohms. It was reported that the device placement was suboptimal, being quite anterior, and this likely contributed to the high shock impedance measurements and inability to convert the vf. The device was to be returned to the coroner's office but the field representative would request to have it returned to boston scientific for laboratory analysis. Additionally, the field representative was to submit the device data saved at the interrogation to technical services for review.

Manufacturer narrative:
At this time, the product has not been returned and device data has not been received for review. This report will be updated when additional information is received. The device was later received and was thoroughly inspected and analyzed. Visual inspection noted no anomalies. The setscrew turned normally, and the seal plug was intact. The device had no telemetry due to depleted batteries, so a memory download was not able to be performed and the shock episodes were not available for review. The device case was removed and an external power source was connected for manual testing. No high current condition was observed, and a commanded shock was delivered successfully. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of higher than expected shock impedance measurements and non-conversion of vf. The cause of the battery depletion could not be established; however, the device was received 21 months post-explant, which may have contributed to the battery depleted condition observed in the laboratory.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) died of cardiac arrest. The device was sent for interrogation from a coroner's office; the device showed ventricular fibrillation (vf) with many shocks delivered, none of which converted the arrhythmia. The shock impedance measurements were within an acceptable range, but were higher than expected at between 120 ohms and 140 ohms. It was reported that the device placement was suboptimal, being quite anterior, and this likely contributed to the high shock impedance measurements and inability to convert the vf. The device was to be returned to the coroner's office but the field representative would request to have it returned to boston scientific for laboratory analysis. Additionally, the field representative was to submit the device data saved at the interrogation to technical services for review. Despite efforts, the product was not available to be returned, and no device data has been received for review. This report will be updated when additional information is received. The device was returned nearly two years later.